Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, approximately eight minutes into the ablation phase, a loss of fluid was noticed from the patient's cervix. An alarm message was generated on the console unit and the procedure was aborted. The physician noticed a burn on the posterior vaginal wall of the patient. The size and severity of the burn is unknown. The physician treated the burn with a topical cream. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The patient's age, date of birth, weight, and identification information have not been provided from the clinician. The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.